Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage to the charge coupled device (ccd) unit. In addition, the following reportable malfunctions were identified during the device evaluation: due to damage on the ccd unit, 3d image contained defects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope displayed an intermittent image during reprocessing. There were no reports of patient involvement.